Event description:
The pt was revised because of osteolysis and poly wear of the tibial insert.

Manufacturer narrative:
Eval was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports against the mfg lot. The investigation could not verify or draw any conclusions about the root caused of the reported polyethylene wear; however, the length of time implanted (12+ years) in combination with pt activity level is a possible contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.